Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that he received a lost sensor alert and large differences between sensor glucose and blood glucose levels. The customer reported that he removed the sensor and noticed that the electrode was missing. The customer reported that the electrode may have gotten stuck inside the needle hub during insertion. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Evaluated one opened/used enlite sensor and found sensor cannula bent inside sensor base. We were unable to confirm if customer received sensor in said condition due to customer returning it opened/used.